Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery with intraocular lens implant procedure, greater than usual resistance was observed when loading the lens into the cartridge and when trying to implant it. After the lens was implanted and moistened, the lens did not unfold. Due to the above, the surgeon decided not to place this piece of implant. Procedure was completed with new lens.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, much more resistance than usual when loading the lens into cartridge and when implantation is attempted (correct volume viscoelastic). After the lens is released on the table and wetted the lens did not unfold. Due to which, the operator decided not to implant this piece and implanted second piece. There was no patient contact with the device.